Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes . Section d9: returned to manufacturer on: nov 14, 2024. Section h3: device evaluated by manufacturer: yes . Device evaluation: visual inspection was performed on the suspect product and found the plunger rod was completely retracted with viscoelastic residue observed distributed through the length of the cartridge and the cartridge tip was slightly out of round however this stress mark is in specification for a used cartridge. The lens module and device assembly were inspected and presented with no issues. The plunger rod advancement was inspected, and no issues were identified. No lens was received for evaluation. No further evaluation was performed. The complaint issue "lens damaged" could not be confirmed during product evaluation as no lens was received. The complaint issue reported could not be confirmed. Conclusion: based on the investigation, no malfunction or product deficiency was identified and the complaint issue reported could not be verified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Section a2, a4, a5, a6: unknown/ not provided. Asku. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no other complaints were received for this po. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a monofocal intraocular lenses (iol) was defective. The lens implanted and removed from the patient's left eye as the lens fell apart in the eye. The surgery was completed successfully using a new lens as a replacement. No issues after the back-up lens was used. No further information was provided.